Event description:
The customer reported that her blood glucose history is as follows: she noticed the needle never retract back into the pod. The cannula was dark and when she "flicked" the pod the needle mechanism finally moved back into the pod.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism failure (to retract), to determine if it could have contributed to the reported hyperglycemia, or to determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.